Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with r-wave undersensing when a large t-wave is sensed. Subsequent a non-sustained vt are sensed. No changes were made. The patient is fine.